Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during drain 0 of 3. A fluid leak was subsequently discovered during fill 1 of 3. The patient was connected during the incident. Fluid was not found in the pump module area nor on the external portion of the cassette. Fluid leaked from the stay-safe connector on the patient line of the liberty cycler set. The cause of the leak is unknown. Upon followup the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated the patient did not complete treatment on the day of the reported event but continued using the cycler for their pd treatment without issue the following day. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during drain 0 of 3. A fluid leak was subsequently discovered during fill 1 of 3. The patient was connected during the incident. Fluid was not found in the pump module area nor on the external portion of the cassette. Fluid leaked from the stay-safe connector on the patient line of the liberty cycler set. The cause of the leak is unknown. Upon followup the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated the patient did not complete treatment on the day of the reported event but continued using the cycler for their pd treatment without issue the following day. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.